Event description:
Reportedly, during the interrogation of an alizea pacemaker, two pop-ups appeared and the screen then froze on the patient information screen. The same behavior was observed on a second patient. The programmer was updated to smartview 3.14 version and normal functioning was then observed.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: analysis of available expertise data confirmed the reported behavior, as several abnormal session endings were observed on (B)(6) 2023, before the upgrade to smartview 3.14 version. - the root-cause of the observed issues could not be determined, as the expertise files were deleted by the upgrade of the programmer module. However, they could have resulted from a freeze of a graphic component or a crash of the programmer module. - it should be noted that normal functioning was restored following the observed events. - this case is recorded for trending purposes.

Event description:
Reportedly, during the interrogation of an alizea pacemaker, two pop-ups appeared and the screen then froze on the patient information screen. The same behavior was observed on a second patient. The programmer was updated to smartview 3.14 version and normal functioning was then observed.